Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received which indicated this pacemaker and the rv lead were both replaced. The lead was not tested via a pacing system analyzer during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high pacing impedances that were greater than 2200 ohms on the right ventricular (rv) lead. The high out of range impedances were observed when the device was programmed to bipolar. Therefore, the device was reprogrammed back to unipolar. The pacemaker and rv lead remain in service. The patient will continue to be monitored. No adverse patient effects were reported.